Manufacturer narrative:
Patient sex not available from the site. Patient weight not available from the site. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, following a laser induced thermal therapy (litt) procedure in regards to an epileptic foci, a second procedure was required following insufficient treatment of the right precuneus, posteriorand restrospenial cingulated cortex after a stereotactic laser ablation (slah) procedure. It was noted that the patient had a history of multiple sclerosis and a right mesial temporal love sclerosis prior to the initial procedure. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the original treatment was insufficient to control the seizures. It was reported that the ablation system operated as designed and there was no allegation of deficiency against the system. It was noted the patient continued to have seizures and that they underwent intracranial monitoring followed by additional laser ablation.